Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was triggered for the right ventricular (rv) lead due to high and undefined rv bipolar lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.